Manufacturer narrative:
The review of the device history record (DHR) for 357.371, buttress/compression nut for 357.369, lot number 4436455 showed mrr number (B)(4) written for the inner diameter of the threads being black and having an inconsistent finish. The disposition was to use-as-is since it was considered to a visual defect that would have no effect on the form, fit or function of the of the nut. The inspection sheet is missing the quantity rejected for check coc for bead blast. A note to file will be added to DHR file to address this issue. The missing quantity rejected on the inspection sheet has no relevance to the complaint condition since the certificate of compliance in the DHR specified the bead blast operation was done per (B)(4). The causality of the mrr nonconformance to the complaint condition cannot be determined until the return of the manufactured product.

Event description:
During a tfn procedure a construct consisting of 130° aiming arm, buttress compression nut, and blade guide sleeve encountered a problem. The aiming arm slipped as the buttress compression nut along with the blade guide sleeve kept disengaging from the aiming arm. Surgeon had to keep engaging the compression nut and blade guide sleeve to complete the procedure. This added a 10 to 15 minute delay, the procedure was completed with no adverse effect to the patient noted. This is 2 of 3 reports for this event.